Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and impedance were observed. During device change out for eri the lead was checked and externalized conductors were noted. The lead was capped and replaced. The patient condition was good before, during and after the event.